Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiib of the main body and sac growth. The most likely cause of the compromised stent graft integrity of the main body (breached) was the burden of extra stent due to the off-label iliac anatomy. There was no evidence of a repair procedure, it was reported that the patient was scheduled for endovascular reline procedure. The final patient disposition could not be ascertained. To date there has been reports of further negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient was initially implanted (B)(6) 2011 with bifurcated, infrarenal, and two limb extensions. On (B)(6) 2015 the patient was brought in for placement of a vela infrarenal to increase overlap between the bifurcated and original infrarenal extension. On (B)(6) 2016, patient had a follow up scan which showed a small increase in the aaa and right common iliac aneurysm diameter with no apparent leak. On (B)(6) 2017 patient had a follow up scan and the physician noted a type 3b endoleak of the bifurcated area of the main body. A re-intervention is planned but not yet scheduled.